Manufacturer narrative:
The report of ineffective therapy/intermittent therapy was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are in close proximity and could have caused intermittent stimulation. The fractures are also consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Reprogramming was unable to provide resolution. As a result, surgical intervention was taken to replace the lead.